Event description:
It was reported that the patient was experiencing pain in the implantable cardioverter defibrillator pocket. The device was explanted and replaced. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.